Manufacturer narrative:
An event of an air embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported air embolism could not be conclusively determined.

Event description:
During a paroxysmal atrial fibrillation procedure an air embolism occurred. After making a voltage map, st elevations were noted on the electrocardiogram and the patient became hypotensive and bradycardiac. An angiogram confirmed an air embolism in the right artery and a vasodilator was injected to normalize the st elevation. The thrombus was attempted to be aspirated and was unsuccessful. The patient experienced swelling of the head, was hospitalized, and continues to be monitored.